Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty in 2004. Subsequently, a revision procedure was performed on (B)(6) 2014 due to audible clicking of the hip. All components except the femoral stem were removed and replaced.